Manufacturer narrative:
Update to d8, d10, g4, h2, h3, h4, h6, h11 the device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional received from the customer.

Manufacturer narrative:
E1 - (B)(6) clinic. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was reprocessed inadequately. There were no reports of patient involvement.